Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4).

Event description:
Medical records received. After review of medical records for the MDR reportability, the patient was revised to address cup malalignment, recurrent liner failure, and severe metallosis. Operative reported that the poly liner was no longer engaged into locking mechanism and the insert had become dislodge. The cup had eroded through locking mechanism. Doi: (B)(4)2006; dor: (B)(4)2012; right hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of the medical records for MDR reportability, the medical records report that the patient fell, then radiographs were reported to show displacement of the radiolucent spacer, there was an audible squeak and pain. Radiographs are reported to show the femoral head was eccentrically and superiorly located consistent with wear. Medical records reported that the patient was revised, but no revision notes were provided at the time of this review. The complaint was updated on: 09/12/2016. Update sep 7, 2017: medical records received. After review of the medical records for the MDR reportability, there is no new information. This complaint was updated on sep 20, 2017. Update sep 22 & 28, oct 3, 2017: medical records received. After review of medical records, there is no new information. This complaint was updated on: oct 12, 2017. Update oct 17, 2017: medical records received. In addition to what were previously alleged for MDR reportability, medical records reported that patient had metallosis, loosening and wearing of both head and liner. Revision notes reported a large amount of black fluid that appears to be metallic debris, loosening and significant wearing on the head and liner. Update oct 19 and 23, 2017: medical records received. After review of the medical records, there is no new information that will affect the MDR reportability. This complaint was updated on oct 27, 2013. Update oct 17, 19, and 23, 2017 records reviewed for reportability. Revision operative note indicated that the cup and stem were both well fixed, but the acetabular liner appeared to be loose, confirming the pre-operative suspicion of a liner disassociation. Liner and cup reported for disassociation. Complaint updated on: nov 14, 2017.